Event description:
After wearing a pair of coopervision biofinity multifocal contact lens for slightly less than 30 days, the individual suffered an adverse event (corneal ulcer of the left eye). This resulted in permanent scarring of the left cornea and a change in prescription for that eye. The contact lenses had been in the eye for about 4 hours that day before the left eye became irritated and the lenses removed from the eye. Prior to this event, the individual complained of a similar issue with the right eye after wearing the same pair on contact lenses for only 2 weeks. Only one time since receiving the contact lenses from his optometrist, the individual wore the contacts for approx 28 hours straight without removing them. He slept in them. He experienced pain and soreness of the right eye and subsequently removed the contact lenses. The optometrist instructed him not to wear the contact lenses for the next 2 days. The pain and redness subsided and he started wearing them again as instructed. To recap, there were two events involving the coopervision biofinity multifocal contact lenses. After wearing the lenses for two weeks, the individual slept in them and continue wearing them the next day. The lenses became irritating to the right eye and had to be removed. The second event occurred about 10 days later with the left eye, which resulted in a corneal ulcer. Dates of use: device 1 and 2; (B)(6) 2011, diagnosis: device 1 and 2: vision correction.